Manufacturer narrative:
(B)(4). The root cause investigation for the reported problem is in progress through mdq-CAPA (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that experienced an 814:04 failure code was confirmed by baxter quality engineering. The assignable cause was determined to be a defective pump head module. The pump head module was therefore replaced to resolve this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump which experienced an 814:04 failure code. The reported condition occurred during biomedical testing. During product evaluation, failure code 814:04 occurred while the pump was running and interrupted delivery. There was no report of patient involvement, and therefore no report of patient injury or medical intervention. No additional information is available.